Event description:
It was reported that the pump's screen was dark and would not turn on. Customer's blood glucose level was 18 mmol/l. The customer administered manual injections to address bg level. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.